Event description:
Pt reported that the device was activated at 2:03 pm on (B)(6) 2012. At 4:46 pm, her blood glucose measured 309 mg/dl, so she administered a 3.75 unit insulin bolus. By 5:07 pm her bg had risen to 3:49 mg/dl, so another 4.0 units were taken. She was feeling bad at this time, with rapid heartbeat and sweating, so she called her husband to take her to the emergency room. Her blood glucose measure 365 mg/dl in the emergency room. Over the next several hours 6.0 and 8.0 unit insulin bolus doses were given. When the pt later removed the device, she noticed some blood.

Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to the reported high blood glucose was found. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod's user's guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)," and "if you observe blood in the cannula, check your blood glucose more frequently to ensure insulin delivery has not been affected. If you experience unexpected elevated blood glucose levels, change your pod."